Manufacturer narrative:
Concomitant products: product ID: 978a128, lot#: va2bnps, explanted: (B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's recharging time was lengthy so a pocket revision was scheduled. The patient complained in pre-op for the pocket revision that their symptom improvement hadn¿t been greater than 50% and the stimulation they did feel was in their leg. The patient denies any falls or any trauma that would have affected the pocket or the lead. During the pocket revision procedure, they tested the existing lead, and motor response was no bellows with strong toe. Image on fluoroscopy showed the depth of the tined lead being too deep and all electrodes were located past the anterior portion of the sacrum. The tines were straddled between the sacrum. One tine was below the anterior portion of the sacrum and the other was slightly above the sacrum. The lead was replaced and had bellow and toe motor response and was placed at appropriate depth. The battery was repositioned to be parallel to the skin in order for the battery to pair with the recharger.